Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the customer reported 'failed flow rate test low' which was not reproduced. The reported problem 'failed flow rate test low' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. Evaluation observed and tested the pump for the flow rate accuracy testing as per swi 105-005, at the rate of 125ml/hr and resulted volume was 121.384ml, and the error percentage rate was -2.89% which was within the +/-5% specification range. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test low. They stated that they were running the test at 200 ml/hr for 6 minutes, and that was where they were stating the error was manifesting. There was no known patient injury or medical intervention associated with this event. No additional information is available.